Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the ise reference valves to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported high ion selective electrode (ise) patient results generated on the au5800 clinical chemistry analyzer. The results were not reported out of the laboratory. There was no change to patient treatment in association with this event. Quality control (qc) results were within laboratory¿s established range prior to and after the event.